Event description:
This spontaneous report was received from a german physician and concerns a patient. The patient was injected with radiesse into the zygomatic arch, on (B)(6) 2023. On (B)(6) 2023, after the radiesse injection, the patient experienced a hematoma on the left zygomatic arch. The patient also experienced one-sided swelling. Right regular recapillarization was performed in front of and after the much darker spot. On the darker stain, the skin did not turn white after compression. The spot was soft, a little painful, not hardened, slightly swollen. There was no increase in pain. In the opinion of the reporter, it was more likely to a hematoma than a closure. The outcome of the events was unknown. Follow-up information was received on 07-sep-2023: this case was upgraded to serious. The event term painful was amended to pain and the coding remained unchanged. The event term darker stain was amended to darker stain/livid-grayish skin discoloration and the coding remained unchanged. The event term haematoma was deleted. The patients initials, date of birth and gender (female) was reported. She was 42 years old at the time of the events. She was injected supraperiostal with a total of 1.4 ml of radiesse, for volume augmentation. Batch number was reported as a00085860. A lot search in the global safety database was conducted. She was injected with 0.7 ml into 5 injection points on each side with a 27g needle. Used technique was bolus doses with a sharp cannula. The patient was previously injected with botulinum toxin, on (B)(6) 2023 and on (B)(6) 2023. She had no adverse events. The patients medical history and concomitant medication were reported as none. She had no allergies or surgical interventions in the past. On (B)(6) 2023, 1 day after the radiesse injection, the patient experienced one sided swelling on the right with livid-grayish skin discoloration and pain. On (B)(6) 2023, the patient was treated with 1500 units of hylase and ass 100 mg, until (B)(6) 2023. After the treatment on (B)(6) 2023, there was significant improvement of the color change. The color was rose again. After the treatment on (B)(6) 2023, there was further improvement of the color change. On (B)(6) 2023, at a control, the color change was smaller. On (B)(6) 2023, at a final control, volume of the zygomatic arch was present, otherwise no other complication was detectable. The treatment was necessary to prevent a life-threatening condition or permanent damage. She was not hospitalized. The outcome of the events swelling, pain and darker stain/livid-grayish skin discoloration was reported as resolved, after 17 days, on (B)(6) 2023. In the opinion of the reporter, the events swelling, pain and darker stain/livid-grayish skin discoloration were of moderate intensity, not life threatening, not permanent, did not lead to a newly diagnosed chronic disease and were related to radiesse. Follow up information was received on 19-sep-2023: the suspect product was recoded from radiesse to radiesse(+). Wording in the re-assessment text from 07-sep-2023 was changed from "application site discoloration" to "injection site discoloration". The batch record review was received and the lot number for radiesse(+), was confirmed as a00085860 (expiry date: 10/2024).

Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event darker stain/livid-grayish skin discoloration (pt: injection site discolouration), was deemed to meet the serious criteria of required intervention to prevent permanent damage. The device history record for radiesse(+) injectable implant, lot number a00085860, was reviewed. A lot search was conducted on the reported lot and no other similar events were noted. No non-conformances were noted related to this lot.